Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a cloudy image and poor illumination due to a broken light guide. Additionally, it was observed that the internal lens was damaged. Upon further inspection it was observed that there were scratches on the tip cover glass. Lastly, it was observed that there was peeling of the gold plating on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional FDA 510(k)/ PMA: k944072 and k950076.

Event description:
The customer reported to olympus the telescope "trueview ii", 4 mm, 70°, autoclavable lens had cloudiness. The reported issue was discovered during device inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.